Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02025. It was reported that the patient had not used their system in over a month and stated that they feel better without therapy. The patient denied reprogramming. Surgical intervention is anticipated to explant the system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.